Event description:
Note: this report pertains to the second of five events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2008-07299, 3005099803-2009-00238, 3005099803-2009-00239, and 3005099803-2009-00240 for a description of the other events. It was reported to boston scientific corporation on december 18, 2008 that a leveen needle electrode was used during a radio frequency ablation (rfa) procedure performed in 2008. According to the complainant, "the return electrodes were attached to the patient properly and the physician attempted to start rfa with the device". The procedure was "unsuccessful because an error code appeared". The procedure was completed with a different device (manufacturer unknown). Additional information revealed that there was no problem with the generator because it was used without any issue at the next procedure, however, the return electrodes (ground pads) used with leveen needle electrode /2.0/15/15 ph may have contributed to error during the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.